Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of being lightheaded when receiving possible inappropriate shocks for atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response for ventricular rate in the ventricular fibrillation (vf) zone. The device remains in use. No further patient complications have been reported as a result of this event.